Manufacturer narrative:
Correction to the initial MDR.

Event description:
A report was received that the patient's implant site was showing poor wound healing and dehiscence wherein part of the battery was visible. It was also reported that the patient was experiencing incisional pain, thick scab with redness noted, and tenderness at the battery site. The patient was given antibiotics and will undergo an scs battery revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's implant site was showing poor wound healing and dehiscence wherein part of the battery was visible. It was also reported that the patient was experiencing incisional pain, thick scab with redness noted, and tenderness at the battery site. The patient was given antibiotics and will undergo an scs battery revision procedure.

Manufacturer narrative:
Additional information was received that the reported event was procedure related and not device or stimulation related. The patient's issue was resolved.

Event description:
A report was received that the patient's implant site was showing poor wound healing and dehiscence wherein part of the battery was visible. It was also reported that the patient was experiencing incisional pain, thick scab with redness noted, and tenderness at the battery site. The patient was given antibiotics and will undergo an scs battery revision procedure.

Event description:
A report was received that the patient's implant site was showing poor wound healing and dehiscence. It was also reported that the patient was experiencing incisional pain, thick scab with redness noted, and tenderness at the battery site. The patient was given antibiotics and will undergo an scs battery revision procedure.